Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier was working normally and applied 2 slips. However, after removing the instrument from the port, it was found that the instrument had a frayed cable. The instrument did not get stuck or snagged within the patient and was no longer used after identifying the damage. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.